Event description:
It was reported that log file analysis found a no external power event occurred on (B)(6) 2023 while the controller was connected to the mobile power unit (mpu). The event appeared consistent with a loss of ac power to the mpu. It was unknown if the ac power cord had come loose. There was no report of a power outage, however, inclement weather conditions had been mentioned by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted and downloaded log files. The log files collectively contained approximately 1 day of relevant information (12:49:58 on (B)(6) 2024 to 16:31:21 on (B)(6) 2024 per timestamp). Beginning at 11:53:19 on (B)(6) 2024, the relative state of charge (rsoc) and voltage values of both cables began to decrease steadily while the controller was connected to the mpu, activating the low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 11:53:23, a no external power alarm activated. The atypical alarm cleared at 11:53:39 when it appeared that power was restored to the system. This sequence of events is consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed above the low-speed limit. The mpu (serial number: (B)(6) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the (B)(6) ; however, the reason for the power loss could not be determined through this investigation. Provided information for the event indicated that the patient was experiencing inclement weather conditions which may have contributed to the loss of power; however, a power outage was not specifically mentioned at the time of the alarm. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu . Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.